Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2021. H.6. Investigation: a device history record review was performed for provided lot number 2005260 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe barrel. We have concluded that these particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. H3 other text : see h.10.

Event description:
It was reported that syringe s2 20ml had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: the problem was described as fine white particles in the body of the medical device, which after handling appeared to have clumped on the plunger (non-smooth surface).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2005260. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-13. Medical device lot #: 2005228. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: the problem was described as fine white particles in the body of the medical device, which after handling appeared to have clumped on the plunger (non-smooth surface).